Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 routine lab work was performed for this patient. On (B)(6) 2015, the lab results were received and indicated possible hemolysis. The patient stated that he was experiencing dark urine. The hospital staff requested that the patient present back to the center for admission; however, the patient was reluctant to present. The hospital staff will discuss treatment with the patient given that the patient¿s heart has indicated potential recovery. No further information has been provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's hemolysis was treated with a heparin drip and the hemolysis resolved (dates unspecified). On (B)(6) 2015, the patient received a heart transplant, and the pump will not be returned for evaluation.